Manufacturer narrative:
There are no allegations of system or device failure and the location of the initial implant appears to be appropriate for the patient's anatomy at the time of implant. Repositioning of the ipg is an elective procedure that is directly related to positive outcome from use of the pain relief system. All original implanted components remain in use and did not require replacement during the repositioning procedure.

Event description:
Patient was implanted with the nalu spinal cord stimulator system on (B)(6) 2023. Within two months of the system being implanted the patient reported a significant weight loss and subsequent discomfort with the location of the implantable pulse generator (ipg). Surgical procedure was performed on (B)(6) 2023 to reposition the existing ipg in a location more suitable to the patient's changed physique.